Event description:
During a scheduled maintenance inspection, physio control found that the device would not deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10g16090 and h10h23045 with no defects noted. The cause of the peritonitis was undetermined.

Event description:
This is a spontaneous nurse report from the USA of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized that same day. The cause of the peritonitis was not reported. Treatment information was not provided for the events. It was not reported whether dianeal therapy was ongoing at the time of the events. At the time of this report, the patient was in the hospital recovering from the peritonitis. Per the nurse, the event of bacterial peritonitis with culture positive for enterococcus was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This medical device report (MDR) is for the cassette, however it is not known what cassette product was used at the time of this event, therefore the product code is unknown. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.